Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 700-800 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolved the issue with no permanent damage. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.